Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. Reportedly, the contact declined to provide any information as they stated the event occurred in the past. There was no reported impact to the user's blood glucose level.